Manufacturer narrative:
Lot number - 19a009, 19a019, 19a034, 19b032, 19c024. Five single-use devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, continuous flow was observed from the distal luer of all five devices. A functional flow rate test was performed, and the flow rate of the devices was found to be within specification. The reported condition was not verified. The devices were found to be conforming product. A photograph of one sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition could not be verified through evaluation of the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 6 </noe> malfunction events. It was reported that six (6) small volume folfusors did not flow. Five of these events occurred during infusion and involved a patient with no patient consequences. One event was identified by the patient prior to connection to the device. The patient for one event was female; patient identifiers were not provided for the other events. No additional information is available.